Event description:
Healthcare professional reported left side with deep folds and rupture. The device has been explanted.

Manufacturer narrative:
Continued e1 -- phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side with deep folds and rupture. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 03/may/2024.

Event description:
Healthcare professional reported left side with deep folds and rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Crease/folding of implant : no observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side with deep folds and rupture. Device has been explanted.